Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. A direct correlation between the device, the reported elevations in pump power and estimated flow and lactate dehydrogenase (ldh) value could not be conclusively determined. No device-related issues were identified through the analysis of the returned pump. The pump was returned assembled with the driveline cut approximately 3.5 inches and 19 inches from the pump housing, and the distal portion was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft, bend relief, and graft bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump, visual examination of the blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Although a review of the submitted system controller log file confirmed elevations in pump power and estimated flow; a specific cause could not be determined through the evaluation of the returned pump. Despite the observed fluctuation in power and flow, no atypical alarms were captured and pump speed remained above the low speed limit for the duration of the log file. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Additionally, pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The device was returned for evaluation. Evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient's admission, the clinicians observed that the pump estimated flow reading had been consistently elevated since (B)(6) 2017. Pump power was also elevated. The lactate dehydrogenase (ldh) was approximately 571 u/l, and had been 274 u/l in (B)(6) 2017. The patient¿s hematocrit level was 30% and the hemoglobin was 10 g/dl. The patient did not report any tea colored urine, but was fatigued with low energy. The inr was 2.4. A log file submitted to the manufacturer¿s technical services department for analysis revealed an increase in pump power from (B)(6) 2017. A ramp echocardiogram performed on (B)(6) 2017 demonstrated severely depressed left ventricular systolic function. The left ventricular ejection fraction (lvef) was at 10%. At the pump¿s baseline speed of 9400 rpms, the left ventricular end diastolic diameter (lvedd) was 6.7 cm. Moderate aortic insufficiency (ai) was observed, which worsened at higher pump speed. The aortic valve remained closed when the pump speed was increased to 13000 rpm. The septum sifted to the left showing complete decompression of the lv at high speeds. Although the patient¿s right ventricular function was better at higher pump speed, the patient had reportedly not tolerated higher speeds. The final pump speed was set at 9400 rpm. On (B)(6) 2017, the patient underwent a pump exchange. Only the pump was exchanged; the inflow conduit and outflow graft were not replaced. It was additionally reported that the patient had mild-moderate ai observed on echocardiogram pre-exchange. No surgical intervention was performed for the aortic valve. No further information was provided.